Event description:
Allegedly, cup appears to be incorrectly positioned. Head was removed along with shell and came out with the neck extraction device. Appears that there was a little ingrowth on the cup and stem. (Right hip). Photos of explants and x ray are being sent.